Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced endocarditis and an infection. The implantable pulse generator (ipg) system was explanted and replaced, and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.